Event description:
During the transfemoral tavr procedure, the patient sustained a ventricular perforation. This was the sites very first tavr case. There was a proctor present. The proctor assisted the physician with shaping the xs amplatz wire. The proctor seemed to feel that a larger curve was needed to be made on the wire but the physician felt the curve on the wire would be fine for this patient. The case proceeded uneventfully with the wire being placed into the lv apex, bav, valve alignment and deployment. Deployment was successful with a good 50:50 result with trivial pvl. The amplatz wire was removed from the lv and immediately the patient became hypotensive. A large pericardial effusion was noted by tee. Protamine was given and a pericardiocentesis was performed (250ml of fluid was aspirated from the pericardium) which reduced the effusion immediately and the patient¿s blood pressure normalized. The pericardial pigtail was sewn into the subxyphoid space. The sheath was then removed from the groin and hemostasis was achieved. Post procedure the patient was transferred to her room in stable condition. The team felt that the lv perforation may have been caused by the wire.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the ventricular perforation is unknown; however, the team felt that it may have been caused by the wire. The time of occurrence and relationship to the edwards device, if any, cannot be confirmed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.